Event description:
A car 27 device was used in a colorectal procedure. On day 4, a dehiscence was detected and an ileostomy was performed. The pt was in a bad condition (very old pt), so the ring was removed on day 7, and hartmann was made.